Manufacturer narrative:
H.6. Investigation summary: no physical samples were not received for testing and evaluation; one photo was submitted for evaluation of this incident. The photo displayed a package with the top and side of the blister pack partially opened with a unit inside of the package. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The product characteristics require a minimum of 1/8¿ seal transfer. The key variables that affect seal strength are seal transfer/width and paper top web glue. With the photo submitted for evaluation, the evaluation of these characteristics could not be conducted. Conclusion(s): bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that bd insyte¿ autoguard¿ package was damaged. This occurred on 4 occasions before use. The following information was provided by the initial reporter: package defective.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7152643. Medical device expiration date: 2020-05-31. Device manufacture date: 2017-06-01. Medical device lot #: 7282816. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-10-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ package was damaged. This occurred on 4 occasions before use. The following information was provided by the initial reporter: package defective.